Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of june 18, 2013. It was reported the patient obtained blood glucose results of ¿200, 190 and 171 mg/dl¿ with the subject meter. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual management routine. After the start of the alleged issue, the reporter claimed the patient had symptoms of sweating and light headed. That same day, the patient reportedly went to the urgent care/ clinic; however, the reporter denied the patient received medical treatment/ intervention. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/19/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Customer also returned test strips vial; however, the test strips vial was returned empty. No product analysis possible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.